Event description:
On 2/12/2024 a beta bionics clinical diabetes specialist (cds) reported she received a text message from an ilet user's healthcare provider (hcp) that the user was "found unconscious" over the previous weekend. On (B)(6) 2024, the cds followed-up and spoke with the user. The user reported to the cds his blood glucose (bg) went low after a lunch meal announcement on friday on (B)(6) 2024 and as a result he did not meal announce for dinner. The user could not remember what he ate for dinner. A severe low bg event occurred saturday morning about 2:30am-3:00am. The user stated he doesn't remember all the details but stated his bg was running high, then remembers seeing arrows on the ilet pointing down. He treated himself with 3 glucose tablets and doesn't remember after that. His roommate heard him crash and was able to get the user to eat honey. The cds advised the user to disconnect from the ilet and revert back to his previous therapy. The user is no longer on the ilet. The cds also reported the user had contacted beta bionics customer care sometime over the weekend. Upon review of customer calls from that weekend, the user did contact beta bionics customer care in the afternoon on (B)(6) 2024 regarding fluctuating bg levels; however, he did not mention the low bg event that occurred early that morning. The user and customer care agent discussed the importance of not overcorrecting lows, proper use of meal announcing, and consistency in announcing. During this call the user stated that he has dementia and cognitive issues.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-02-10 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 5:26pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. The last meal bolus was logged at 2:02pm on (B)(6) 2024 for a "usual" sized lunch. No other meal bolus requests were logged for the remainder of the engineering logs. Review of the ilet report shows the user experienced hyperglycemia overnight from on (B)(6) 2024. The ilet dosed insulin throughout in response to the user's cgm glucose levels. Insulin was suspended at 12:57 am, when cgm glucose was 383 mg/dl, with only one small dose delivered at 1:17 am when the rate of decline slowed. Cgm glucose went below range at 2:47 am, with a total of about one hour spent below 54 mg/dl. Cgm glucose returned to range at 4:22 am. No evidence of device malfunction is seen in the engineering logs. The ilet is seen triggering cgm glucose related alerts appropriately and was not seen making basal delivery requests for insulin during low events. The ilet resumed basal requests once cgm glucose readings were above 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the likely assignable cause of this hypoglycemic event include failure to announce a meal, resulting in a prolonged period of hyperglycemia followed by hypoglycemia. The user and their hcp have determined that the ilet is not appropriate for them and they have since returned the device.